Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2014 with the following findings:a review of the pump black box data revealed cs 052 and 054 call service alarms recorded on the alleged failure date. During a visual inspection of the pump, evidence of moisture ingress was visible in the battery compartment. During testing, the pump powered on properly with the returned battery cap, and a power loss was not observed. The battery cap secured properly to the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. A leak test was performed and passed. The pump case was removed and no additional evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. Moisture was allegedly visible in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.